Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges "the clear part is broken so the blade cannot be attached". Alleged issue reported detected prior to a patient use. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the light guide of blade was broken from the base. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.

Event description:
Customer complaint alleges "the clear part is broken so the blade cannot be attached." Alleged issue reported detected prior to a patient use. Patient condition reported as fine.